Event description:
The pt was complaining of pain and the surgeon concluded there could be a potential infection. The surgeon did irrigation and debridement of the area and replaced the poly insert. Ref MFR # 3005180920-2014-00069.